Manufacturer narrative:
H3: product analysis found that the device did not operate at all; therefore, the overheating test could not be performed. In addition, deterioration of the rotate disk was observed, and the lock lever movement was stiff. Upon internal inspection, deterioration of parts such as the housing, motor, and bearings due to dirt, stuck/fixation, and rust was observed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that intra-op, m5 handpiece was not operating in oscillation mode and becoming hot. There was no patient impact.